Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Both devices were evaluated. Neither the thread of the cup, nor the thread of the impactor shows any damages. It appears that the applied force, to tighten the impactor to the cup, was too high. Even in this case it would have been possible to release the connection, if the surgeon would have used the extraction plate nt416r, which is contained in the instrument set. Failure is most likely user related. No indications of product or material deviations were found.

Event description:
Country of complaint: (B)(6). Plasmafit impactor nt410r could not be loosened from nv248t intra-operatively. No harm to pt. Another cup was implanted. Delay more than 15 min. Component in use with this device is nv248t, plasmafit plus 3 cup size 48mm e, lot: 52009789.